Event description:
It was reported that the left ventricular lead dislodged and exhibited high capture thresholds. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information states that the lead had not dislodged.